Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm ap proximately one month ago. The aortic neck is 2.4 cm in length, 21 mm in diameter at the renal arteries and 2 cm below the renal arteries it was 24 mm in diameter. The patient had a small ulceration in the proximal neck. It was reported that on the final angiogram there was small proximal type I endoleak. The physician elected to implant a proximal aortic cuff. The proximal aortic cuff was implanted covering the left renal artery and approximately 20% of the right renal artery. The physician implanted a renal stent in the left renal artery to restore blood flow to the artery. The final angiogram showed there was still some contrast filling the ulceration; however, the decision was made to not further intervene and to monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (conically shaped aortic neck, ulceration in the aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (conically shaped aortic neck, ulceration in the aortic neck).